Event description:
It was reported that within a few days of implant, the right ventricular [rv] lead was found to have low impedance and high threshold measurements. It was also reported that the rv lead had intermittent loss of capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The inner insulation was found to be torn, and the lead appeared to have been damaged at implant. Blood/body fluid was present on all conductors (not obstructed), which were also distorted, and blood was found on the tip of the electrode. The analyst noted that the blood on both conductors most likely entered through the is-1 pin, and that cross continuity failed due to the inner insulation being torn.